Event description:
Patient claims that heparin 100 unit/ml 5ml flush for her triple lumen hickman has a foul odor and taste. Dose or amount: heparin 500 units; frequency: daily per lumen; route: IV. Dates of use: 7 days, 2008. Diagnosis or reason for use: catheter care maintenance and flushing post hydration. Event abated after the stopped: yes.